Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that at the patient's two weeks check-up after the device was implanted, the healthcare professional told her she had inflammation where the implantable neurostimulator (ins) battery was. The patient also reported that the ins battery was moving around and she could hardly sleep. There were no known falls or trauma associated with the issue. There were no further complications or anticipations reported with this event.